Manufacturer narrative:
We are awaiting receipt of the complaint device towards conducting a root cause failure analysis. Also have questions out for clarity of event detail, and are awaiting response. When our evaluation is concluded for this issue, the results will be the subject of a follow-up report.

Event description:
Our rep is reporting that during a knee procedure while driving a screw into the bone, a portion of the distal end of a screw driver broke off into the head of the fixation device, and remains captured therein within the body. As a result, the screw head sits somewhat proud. Outside of this, the repair was concluded successfully without further incident or harm to the pt.